Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image was due to a cable failure. The root cause of the cable failure was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intermittent image occurred over the course of weeks, becoming persistent, rendering the equipment unusable during diagnostic procedures. It's unknown how many procedures this event occurred with. The procedures were completed using a similar device. The reported event (intermittent image) occurred both in patients undergoing locoregional anesthesia and general anesthesia. The delay of the procedures were approximately 15 min, corresponding to the time to replace the equipment.

Manufacturer narrative:
Additional information was requested from the reporter. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The image was distorted and disappeared when the cable was moved. The cable had an internal defect which caused a distorted image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during an endoscopic urology surgery, the high definition autoclavable camera head presented intermittent image transmission failures. The intended procedure was completed with the product or similar. However, due to the larger size of the camera head that was used, an increased surgical time occurred due to the user having greater difficulty in performing the technique. No patient harm was associated with this event. The same issue occurred in repeated urology endoscopic procedures, in discrepant days and weeks. The procedures were completed with the product or similar with increased surgical time and greater difficulty in performing the technique, due to the larger size of the camera head available. No patient harm reported.